Event description:
It was reported that bd insyte autog bc wing needle did not retract.verbatim:doctor said that after clicking and when he uses the catheter it simply does not work

Manufacturer narrative:
G.4. K201075; k251654b3. The date received by manufacturer has been used for this field.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.